Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Aspiration pneumonia and sepsis/septic shock are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The spouse reported that the patient went into septic shock on (B)(6) 2021 as a result of the tube placement and passed away on (B)(6) 2021. The spouse stated that the peg tube was loose and caused a lot of seepage to get into the stomach resulting in septic shock. The spouse also reported that the patient developed aspiration pneumonia and that the peg tube issues caused the patient's passing. The spouse stated that the patient received palliative care during the last days and the cause of death was "unknown." It was unknown if an autopsy was performed.

Manufacturer narrative:
This complaint was previously reported and submitted in mfg # 3010757606-2021-00631; therefore, this complaint was considered a duplicate.

Event description:
This complaint was previously reported and submitted in mfg # 3010757606-2021-00631; therefore, this complaint was considered a duplicate.